Manufacturer narrative:
On 4/10/2018 - we received additional information: this patient received inappropriate shocks due to rv lead fracture. The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
(B)(4).

Event description:
This rv lead was capped and replaced due to oversensing. The crt-d was explanted and replaced due to eos.